Event description:
Pump alerting to air in the line, rn attached syringe in an attempt to remove the air and noted the line had pulled apart at the port junction. Tubing removed and replaced with new tubing. No harm to the patient. Line was started prior day and package discarded; tubing was saved.